Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a total extraperitoneal approach (tep) procedure and absorbale straps were used. The straps were not able to hold the mesh. After 5-6 firings, one strap deployed and rest were falling down to the surface. The procedure was completed using suture. There were no adverse consequences for the patient reported. No additional information was provided.

Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. The provided device was activated manually and straps were delivered properly. No damages were found on internal instrument components.